Event description:
Nurse was infusing bolus of normosol-r using carefusion pressure bag. The bulb was pumped to add air pressure to the bag and bag noted to have a slow leak resulting in deflation of the bag, another carefusion pressure bag was obtained and also demonstrated slow leak.

Event description:
Nurse was infusing bolus of normosol-r using carefusion pressure bag. The bulb was pumped to add air pressure to the bag and bag noted to have a slow leak resulting in deflation of the bag, another carefusion pressure bag was obtained and also demonstrated slow leak.